Event description:
It was reported that the patient had a urinary tract infection (uti) which was confirmed on (B)(6) 2014. The patient also stated that it hurt on her right side at the implantable neurostimulator (ins) site and pain killers were not helping. The patient noted that she fell the day prior to the report on her right side, but not on the ins. The patient stated that it hurt to bend over or sit on it. The patient mentioned that she fell a lot, but the stimulation was on and working. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v466364, implanted: (B)(6) 2010, product type: lead (B)(4).